Event description:
It was reported that a minimum fill notification occurred. Reportedly, customer changed the cartridge to resolve the issue. Customer's blood glucose level was 100-199 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.